Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the pump showing a fill estimate of 4 units instead of the caller's expected 200 units. There was no adverse impact to the customer's blood glucose level. Customer was able to reload the same cartridge with assistance from technical support and planned to monitor the situation, with the option to follow up if necessary.